Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had keypad anomaly. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. Customer states pressing menu button takes them to the menu screen. Customer states using the up arrow allows them to navigate screens. Customer states using the down arrow does not allow them to navigate screens. Customer states the button was not unresponsive during an easy bolus attempt. Customer states the buttons are not responding. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent down arrow button response due to corroded keypad traces. The insulin pump passed the self test and the displacement test.